Manufacturer narrative:
The device will be returned to edwards lifesciences for evaluation. Edwards continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The device was returned to edwards for evaluation. The returned device was visually inspected. A radial tear on the balloon was confirmed. Some stretch marks were observed on the balloon surface. The distal portion of the balloon, and nose tip were not returned for evaluation. Guidewire lumen was observed to be stretched, torn and separated from the balloon distal tip. Due to the balloon rupture, functional testing could not be performed. Due to the working length portion of the inflation balloon component not being returned, balloon wall thickness could not be measured. The balloon burst was confirmed; however no manufacturing non-conformities could be found in the returned sample. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of resistance between the balloon delivery system and sheath introducer due to unrestrained material interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case the native annulus and leaflets were heavily calcified which may have contributed to the balloon rupture. In addition the protruding balloon material from the balloon burst can cause increased difficulty removing the delivery system which can ultimately cause the nosecone component and/or the distal portion of the balloon to tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that during the deployment of a 26mm sapien valve the retroflex 3 (rf3) delivery system balloon burst. When attempting to pull the delivery system (ds) into the sheath, the tip of the device broke free and remained on the amplatz wire. Initially the ds was advanced across the native annulus with some difficulty, as the leaflets and annulus were heavily calcified. The valve was deployed with about 22-23mm of contrast solution, at the request of the physician. Angiography revealed that upon peak inflation the ds balloon ruptured. The system was pulled back into the ascending aorta and tee revealed trace paravalvular leak (pvl) and an excellent deployment of the valve, with good apposition to the native annulus. The ds was then pulled into the descending aorta over the guide wire. When attempting to pull the ds into the sheath, the tip of the system broke and remained on the guide wire above the common iliac bifurcation. The ds was removed and the separated balloon/balloon tip was snared. The sheath was pulled back into the external common iliac junction and the snare was attempted to be pulled back into the sheath, but would not pass through the calcified right common iliac artery below the bifurcation into the sheath. Several unsuccessful attempts were made to pull the tip into the sheath. It was decided the tip piece would be left in the right common iliac and stented against the vessel wall via a gore excluder aaa endoprosthesis. Percutaneous access was gained in the left femoral artery and a 14fr sheath was inserted. What was thought to be a bifurcated gore excluder was placed from the descending aorta above the iliac bifurcation into the left and right common illiacs. This ended up being the wrong stent and was instead a straight iliac gore excluder stent, thereby occluding the right common iliac artery. It was then decided that the tip would be left in the right common iliac and a fem/fem bypass would be performed from the left iliac to the right iliac; the vascular surgeon successfully performed the procedure. Post surgical grafting angiography revealed excellent peripheral flow down both legs. The patient was then transferred in stable condition to the pacu for eventual extubation and transfer to ICU. One day post operative it was reported that the patient was doing well and walking around the unit, with anticipated discharge over the weekend.